Event description:
Catheter was inserted on 9/3/96. Chemo was started on 9/6/96. On 9/9/96, pt complained of left arm pain and chest swelling. Injection of contrast into the catheter revealed a small amount of extravasation r tip. Tip quite prominent extravasation. On 9/9/96 the catheter was replaced.